Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately five months post implant of the device approximately five years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Normal battery depletion was noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. Cosmetic environmental stress cracking was noted on the outer insulation. A white substance and a cosmetic depression were observed on the outer insulation of the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression was noted on the outer insulation of the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.